Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Tandem technical support instructed caller to remove obstruction from speaker holes and to load a new cartridge; however, the issue persisted. The customer's blood glucose was 142-358 mg/dl. Reportedly, the customer went to the emergency room (ER). The customer was released from the ER shortly after arriving with the issue resolved and no permanent damage, no treatment was given at the ER. " pump functionality restored before treatment was administered" and customer gave a correction bolus to manage bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.